Event description:
The anti-tip device on the walker was turned sideways. Care givers were knowingly using the walker when it tipped over and patient fell out. Admin admitted that caregivers saw it was damaged and continued to use it.

Manufacturer narrative:
We have been using this device for over 12 years without an incident where the antitip failed. We are implementing a CAPA to correct the problem. We will now be putting a screw to secure the anti-tip, so even if it is run into the wall (which is how we believe it happened) it will still not fail. Still in process of investigating and do not know the details of any injury if there was one.